Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be a supraventricular tachycardia (svt) event. Device exhausted therapy in ventricular fibrillation (vf) zone. The patient remained in atrial rhythm post therapy. The device remains in service. No adverse patient effects were reported.